Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report discrepancies in the readings. The customer said the sensor showed low glucose readings when the customer was not low. The customer turned off the low alerts and then went low and did not know. The customer reported a low blood glucose of 23 mg/dl. The customer treated with glucagon. The customer was disconnected during a transfer call. No further details were provided.